Event description:
Turbo hawk became lodged within the vessel, while attempting to free the device the guide wire apparently caused a tear in the aorta. Patient went for an aortic repair, but later declined and expired. Manufacturer response for turbohawk, turbo hawk (per site reporter): product was given to the rep and then we requested for its return. It is now in our possession.